Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Failure analysis revealed the insulin pump had intermittent button response due to moisture damage keypad traces. The device was received with cracked display window corner, reservoir tube lip, and minor scratched display window. (B)(4).

Event description:
It was reported by the customer that their insulin pump's keypad was unresponsive to user inputs. Customer stated they removed the batteries for twenty four hours and reinserted, but the device continues to be unresponsive. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.